Event description:
An infusion pump with a failure code 812:02. Information was not provided regarding whether or not the failure occurred during an infusion. No reports of any patient incident involving this pump.